Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Unable to send product letter. No address on file for customer.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from results obtained of 172, 126, 173 and 57 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer is comparing his true metrix meter to three other meters; customer did not disclose the name of the competitors meters or the results. The customer feels well and did not report any symptoms. Customer stated he was not having any symptoms when the result of 57 mg/dl was obtained. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 126 mg/dl and 180 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. Test strip lot manufacturer's expiration date is 07/19/2020 and vial of test strips was opened one week ago. Customer stated he would begin to use another vial of test strips and see if there was any difference in results. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that he will begin to use another vial of strips and see if there is any difference in testing and will call back in a week or until we follow up with him.